Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5.2 failed with read, write, or invalid smart cubie memory errors. The field service engineer reseated the row cables and the cables on the back of the drawer to restore proper connectivity. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.2 was repeatedly failed with read, write, or invalid smart cubie memory errors and pockets in the drawer were failed to open or lock. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5.2 was repeatedly failed with read, write, or invalid smart cubie memory errors and pockets in the drawer were failed to open or lock. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.